Event description:
The customer called to report they were hospitalized for low bgs. The customer stated that they were stabilized in the emergency room and admitted for observation. Troubleshooting was performed. The pump's screw over rotated. Advised the customer to disconnect from the pump and begin manual injections backup plan. A replacement pump was requested.